Manufacturer narrative:
Concomitant products: model: addr01 ipg; implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-operation testing for a possible lead revision procedure, the right ventricular (rv) lead was noted as programmed to unipolar pacing and sensing. The rv lead was observed in bipolar configuration and high thresholds, no capture, low and undefined impedance and undersensing were noted. The rv lead was capped and a new rv lead was placed. No patient complications have been reported as a result of this event.